Manufacturer narrative:
The system controller was not returned for evaluation. The report of a red heart alarm/pump stoppage was confirmed based on the recorded data within the log file that was submitted by the health professional. The review of the log file also captured multiple low voltage events while the system was operating on battery power. These low voltage events appeared to have occurred as a result of operating on depleted 14 volt batteries. The log file confirmed the reported events associated with red heart active alarm where the pump speed was captured as low as 0 rpm. These events were accompanied by the intended alarm flags activating for low speed advisory/hazard, low flow hazard and low speed operation alarms. The log file also captured an execution signature fault and an a/d fault flag active during these events. The execution signature fault suggests that the execution of the software program was corrupted resulting in erroneous data being recorded (recorded events were out of sequence). Therefore, the analysis could not conclusively determine if pump function was interrupted during these events. The a/d fault condition likely caused the system controller to revert to the backup mode. All of the noted events were captured while the system controller was connected to the power module through the white power cable. The analysis could not determine a direct relationship between the system controller and the pump stoppage because the system controller, as well as the equipment associated with the reported event, were not returned for evaluation. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the hospital staff does not have the system controller; therefore, it will not be returned for evaluation

Manufacturer narrative:
Device unique identifier (UDI): device was manufactured prior to UDI labeling implementation. Approximate age of device: 3 years and 4 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, during review of the log file from the patient's system controller, one pump stop and separate instances of decreases in speed were noted. It was also noted that there were low voltages associated with the low speeds. During troubleshooting, the manufacturer's technical services representative noted that the bend relief of the system controller black power lead was damaged. The patient reported the system controller had been in use since the time of implant, approximately three years. It was noted that although the low voltages caused a decrease in speed, there were no timer resets noted in the log file. The system controller was exchanged without incident. The patient remained asymptomatic during the events.